Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic, upon device interrogation and performing a threshold test, device went into back up vvi mode. Due to the low battery issue and the device reaching end of life indicator the device was unable to be restored from the back up vvi. The device was explanted and a new device was implanted. Patient was stable prior and post procedure.